Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device was unplugged from ac power outlet for transport of the pt. During transport, the device powered off without an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.